Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no reported impact on the customer's blood glucose level, as the specific level was unknown or declined to be answered. The customer planned to use multiple daily injections as backup therapy and was instructed by technical support to return the pump using a pre-paid label while a replacement is provided.